Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) with ventricular fibrillation, the device failed to charge to the selected energy. The complainant indicated the patient was shocked once or twice with a bls device before switching to this als device. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting which included bench handling and performing multiple 200 j discharges into a simulator without duplicating the reported malfunction. Review of the device activity logs did not show any evidence to support the customer's report. Therefore our investigation for this reported malfunction was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.